Event description:
The customer reported having unexplained low blood glucose and paramedics were called. The blood glucose reading was 34mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Instructed customer to disconnect from his body, remove the reservoir, and compare the amount of insulin in the reservoir to units left in the status screen. The customer stated that there is more insulin in the status screen. Ran a displacement test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.